Event description:
The biomedical engineer (bme) reported that the multigas unit was not detecting o2 gas. It was detecting all other gases but would only show 3 dashes where the readings should be when the anesthesia machine showed that it was supplying 100% o2. There was no patient harm reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the multigas unit was not detecting o2 gas. It was detecting all other gases but would only show 3 dashes where the readings should be when the anesthesia machine showed that it was supplying 100% o2. They swapped out the unit for a spare. There was no patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the multigas unit was not detecting o2 gas. It was detecting all other gases but would only show 3 dashes where the readings should be when the anesthesia machine showed that it was supplying 100% o2. They swapped out the unit for a spare. There was no patient harm reported. Investigation summary: an exchange unit was sent to the customer, and the complaint device was returned for evaluation. During evaluation, the issue of not detecting o2 was initially duplicated as reported. A physical evaluation showed damage to the top cover and bottom chassis, as well as a dirty fan filter. When powered on again, there was a "gas device error" message, and no readings were produced. Troubleshooting confirmed the gas module as the failing component. The unit operated to manufacturer's specifications after repair. A review of the device's complaint history by serial number reveals no other complaints. Nihon kohden will continue to monitor and trend similar complaints. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: additional information: b4: date of this report. G3: date received by manufacturer. G6: type of report. H2: if follow-up, what type? H3: device evaluated by manufacturer? H6: event problem and evaluation codes. H11: additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the multigas unit was not detecting o2 gas. It was detecting all other gases but would only show 3 dashes where the readings should be when the anesthesia machine showed that it was supplying 100% o2. There was no patient harm reported.